Event description:
A pixel issue on the pump display was reported by the caller, affecting their ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.